Manufacturer narrative:
The cse returned to the customer site. The cse replaced the alternating current relay board, but the rms still did not power on. The cse revisited the customer site and replaced the ups which resolved the issue. A siemens headquarter support center (hsc) specialist evaluated the event. While the generator test performed by the customer's facilities could have been the cause, hsc has no data on the output or surge that could be out-putted from the generators. The cause of smoke emitted from the instrument was due to a ups failure. The instrument is performing according to specifications. No further evaluation of the device is required

Event description:
The customer reported that both uninterruptible power supplies (ups) of a dimension exl w/ lm instrument were having issues after their facilities team switched the power over to the generator. A siemens customer service engineer (cse) was dispatched to the customer site. The cse powered off the main ups, plugged the analyzer back and powered it on. The reagent management system (rms) ups did not power on. When the cse restored the power to the main unit, the rms ups made a "pop" noise and smoke bellowed out of it. There are no reports of injury to staff, damage to property, or impact to patient samples. The cse ordered parts for a follow up visit.